Event description:
There is no adverse event associated with this complaint. The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on 01/19/2012.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. This report is made based on results of investigation completed on 01/19/2012. The pump has been returned and evaluated by product analysis with the following findings: during investigation the rewind, load, and prime sequence was completed successfully. The original complaint of large prime volume could not be verified or duplicated. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. Contamination was observed on the force sensor shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.